Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device issue: difficulty splitting the sheath. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the physician describes that he "cannot maintain tactile feel when splitting the sheath, resulting in poor closure results." Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.